Event description:
It was reported that during use, the cardiosave intra-aortic balloon pump (iabp) had an unexpected shutdown. There was patient involvement, but no harm was reported. The device was successfully switched out to continue therapy. The malfunctioning unit was not able to be turned back on after shutdown.

Manufacturer narrative:
E1 - event site name: (B)(6) hospital. E1 - event site postal code: (B)(6). Upon completion of the investigation into this event a follow up report will be submitted.